Event description:
It was reported to medtronic minimed that the customer experienced pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and explained the pump performs safety checks and error was found. Damage was found at battery tube side and it was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the [history files/traces] on 06/22/2025 08:43:39.000 due to moisture damage at the force sensor trace and on pcba 1. In addition, pump error 53 was also noted with a file ID: 65535 and line ID: 65535. The following were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window cover, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, battery tube threads cracked, cracked case, cracked corner of belt clip rails, cracked battery tube, broken battery cap, and battery cap contact missing. In conclusion, the critical pump error (open book image) alarm was confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage at the force sensor trace on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.